Event description:
It was reported that approximately two months post implant of a right atrial (ra) lead it exhibited gradually increasing and high thresholds. The ra lead was revised with slack being added to the lead and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.